Manufacturer narrative:
The device was not returned for analysis as it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead exhibited inappropriate sensing and pacing. Subsequently, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.